Event description:
The report received from the affiliate indicated that during an interventional procedure, while advancing the product for implantation, the physician noted the edge of the cypher select 2.75 x 28 mm stent and the stent delivery system (sds) balloon were different. The product was removed from the patient. There was no reported patient injury. Additional information received indicated the following: that the product used in the complaint was a cypher select 2.5 x 28 mm stent with lot number i0606014. The patient is a male. The product was inspected prior to use and appeared to be normal. There was no difficulty reported in preparing the product or in advancing the product through the jl4 guiding catheter. The target lesion was the left anterior descending (lad) coronary artery. The lesion was reported to be slightly calcified. No additional information is available.

Manufacturer narrative:
Note: re-assessment of this complaint was completed for similar device reporting under medical device reporting regulations. Consequently, a change was required to MDR reportability for this complaint, as it was re-determined that this device, although distributed outside of the united states, is similar to the united states palmaz genesis stent delivery systems and the reported event meets reportability criteria for a malfunction type of reportable event. Please note that devices are distributed outside the united states, however, it is similar to the united states product. The clinical impression has been amended to reflect new or corrected information. A report was received that a cypher sds was associated with a stent that appeared "different". The event involved a male with unknown medical history. The indication for admission to hospital is unknown however; a coronary arteriogram revealed a slightly calcified lesion to the lad. No other vessel and/or lesion characteristics were provided. The safety and effectiveness of the cypher stent has not been established in these types of vessels and/or lesions. It is not known, if the lesion was pre-dilated prior to the introduction of a 2.50 x 28mm cypher stent. The product is reported to have appeared normal prior to use, and that it prepped appropriately. During the advancement of this product, the physician noted that the "edge of the stent and balloon on which it was mounted are different" on fluoroscopy. The sds was removed without injury to the patient. It is not known, if the product was removed by pulling it back into the guider or if it and the guider were removed as a single unit. A 2.75 x 28mm cypher sds (not the correct product) was returned for evaluation with its' stent still correctly mounted on the balloon between the two markerbands. Visual examination revealed proximal stent struts that were uplifted and crushed. The crossing profiles of the mid and distal aspects of the stent were found within specification. A DHR reviews of the possible lot numbers of i0506108 (for the 2.75 x 28mm) and the reported i0606014 (for the 2.50 x 28mm) revealed that the products met requirements for product acceptance. Attempts to clarify which product was implicated in this event have been unsuccessful. The reported implicated product was not returned for evaluation. Analysis confirmed strut uplift on the returned product; though its' cause could not be conclusively determined. Based upon the information provided, it is not possible to draw a conclusion about a relationship between the device and the event. However, there are vessel and possible procedural factors that may have contributed to it. There is no clear indication that this event was design or manufacturing related. Please note that this is the initial/final report for these products.